Event description:
It was reported that during the implant of the device, the serial number for the leads were programmed into the device backwards. Atrial lead serial number programmed to ventricular port and ventricular lead serial number programmed to atrial port. Because of this, the leads were placed in the wrong ports. In post anesthesia care unit, patient was complaining of extreme pain in pocket area even after 3 mg of morphine. Via the monitor it was discovered that the atrial lead was producing a qrs and the ventricular lead was producing a p wave. The patient was taken to or to explant the device. A new device was implanted and the leads were placed in the correct ports. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.